Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness, bursting feeling, swelling, longitudinal hollows, peazised lesion, substance loss, soft tumor, induration, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of tenderness, swelling, longitudinal hollows, peazised lesion, substance loss, soft tumor, induration, and erythema as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Poor efficiency or poor filling/restoration effect. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected at another clinic for a midface lift with unspecified juvéderm® voluma¿. Patient was initially pleased, but after a month patient developed "tenderness laterally in the treated area on left cheek." Patient returned to the clinic where they "perceived this as swelling because of too much filler, and corrected by injection of hylase." Patient's "bursting feeling" vanished after a few days but then they developed "longitudinal hollows from corner of eye and caudal." Patient returned to the clinic again and "it was put replenishment of juvéderm® voluma¿ in the relevant area." Over the next 14 days patient developed "a peasized lesion corresponding to recoated area." Patient again returned for a "new refill around the lesion and substance loss." There was initial improvement of the lesion before "it again deteriorated further." Patient received a final injection approximately 4 months after the first one and during this time it was proposed the patient try permanent filler. Patient has "altogether gained refill 4-5 times" in the past 4 months "each time with the deterioration of the lesion and with persistent substance loss." Patient's substance loss is "hockey-stick-shaped 6cm from the left lateral corners of the eye and down the labia at left cheek." Patient also has "on lateral os zygomaticus a soft tumor with induration and erythema in circumference, about 1.5 x 1cm, soft and gets the impression of filler content." The healthcare professional has indicated the patient's "major problem" is a combination of "persistent substanceloss due to injection of hylase and persistent and aggravated lesion with filler content of uncertain cause" which may "involve that juvéderm® voluma¿ is set too superficial or that it is a subcutaneous pocket that allows it to worsen by each refill." This is the same event and the same patient reported under MDR ID# 3005113652-2016-00694, 3005113652-2016-00695, 3005113652-2016-00696, and 3005113652-2016-00697 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, the first injection of unspecified juvéderm® voluma¿.